Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure had actually migrated and perforated the fallopian tube") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced endometriosis ("endometriosis"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("skin rash"), alopecia ("hair loss"), histamine level increased ("elevated histamine levels"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), the first episode of arthralgia ("hip pain"), anxiety ("anxiety"), hot flush ("hot flashes"), abdominal distension ("bloating"), the second episode of arthralgia ("joint pain") and peripheral swelling ("leg swelling"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, migraine, rash, alopecia, histamine level increased, vaginal discharge, fatigue, weight fluctuation, anxiety, hot flush, abdominal distension, the last episode of arthralgia, peripheral swelling and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, histamine level increased, hot flush, menorrhagia, migraine, peripheral swelling, rash, vaginal discharge, weight fluctuation, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since plaintiff's removal surgery, symptoms have mostly resolved, though some remain. Despite her (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including left essure had actually migrated and perforated the fallopian tube; and abnormally heavy bleeding. The plaintiff had surgery to remove the essure implant one year after insertion((B)(6) 2014). Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, the exact date and the mechanism of the events are not known. The plaintiff underwent salpingectomy for device removal one year after insertion. Later, she also underwent hysterectomy and bilateral oophorectomy. This case was classified as incident since device removal was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure had actually migrated and perforated the fallopian tube / protruding out of the fallopian tube"), genital haemorrhage ("abnormally heavy bleeding"), back pain ("back pain (constant)"), device breakage ("broke essure in uterus trying to get it in left fallopian tube") and thrombosis ("blood clots") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, carpal tunnel release (*due to left hand carpal tunnel), meniscus injury in 2009, meniscus operation (* due to left knee meniscus tear) in 2010 and multiparous. Previously administered products included for painful periods: triphasic low estrogen bcp; for an unreported indication: oxycodone and gildess bcp. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced blood pressure decreased ("drops in blood pressure"), vision blurred ("blurred vision") and weight increased ("weight increased"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("skin rash"), histamine level increased ("elevated histamine levels"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), the first episode of arthralgia ("hip pain"), anxiety ("anxiety"), hot flush ("hot flashes"), abdominal distension ("bloating"), the second episode of arthralgia ("joint pain"), peripheral swelling ("leg swelling"), back pain (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating"), allergy to metals ("nickel allergy"), constipation ("constipation"), nausea ("nausea"), device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("broke essure in my uterus trying to get it in left fallopian tube") and thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and palpitations ("heart palpitations"). The patient was treated with bilateral salpingectomy on (B)(6) 2014, full hysterectomy on (B)(6) 2016 due to back pain and unspecified surgery to remove every piece of essure. Essure was removed on (B)(6) 2014. On (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, migraine, rash, histamine level increased, vaginal discharge, fatigue, weight fluctuation, anxiety, hot flush, abdominal distension, the last episode of arthralgia, peripheral swelling, endometriosis, back pain, hyperhidrosis, palpitations, blood pressure decreased, allergy to metals, vision blurred, constipation, nausea and hormone level abnormal outcome was unknown, the dysmenorrhoea, menorrhagia, alopecia, device breakage and complication of device insertion had resolved and the abdominal pain lower and weight increased was resolving. The reporter provided no causality assessment for allergy to metals, back pain, blood pressure decreased, constipation, hyperhidrosis, nausea, palpitations, vaginal haemorrhage and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, histamine level increased, hormone level abnormal, hot flush, menorrhagia, migraine, peripheral swelling, rash, thrombosis, vaginal discharge, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since plaintiff's removal surgery, symptoms have mostly resolved, though some remain. Despite her (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: small umbilical hernia containing fat (cont.) Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed ultrasound abdomen - on (B)(6) 2014: there is a 4.6 cm cyst the right lobe of liver ultrasound scan - on (B)(6) 2013: normal findings. Computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast (cont.) - on (B)(6) 2014: the liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Current weight 169.00 lbs. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received with the following events added: broke essure in uterus trying to get it in left fallopian tube (which was treated with unspecified surgery) and blood clots (seen as thrombosis nos because patient stated that she cannot have estrogen therapy due to this event). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure had actually migrated and perforated the fallopian tube / protruding out of the fallopian tube"), device breakage ("broke essure in uterus trying to get it in left fallopian tube"), thrombosis ("blood clots"), genital haemorrhage ("abnormally heavy bleeding") and back pain ("back pain (constant)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, carpal tunnel release (*due to left hand carpal tunnel), meniscus injury in 2009, meniscus operation (* due to left knee meniscus tear) in 2010 and multiparous. Previously administered products included for painful periods: triphasic low estrogen bcp; for an unreported indication: oxycodone and gildess bcp. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), palpitations ("heart palpitations"), blood pressure decreased ("drops in blood pressure"), vision blurred ("blurred vision"), constipation ("gastrointestinal or digestive system :constipation"), nausea ("nausea"), weight increased ("weight increased"), headache ("headache") and visual impairment ("dot vision"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and endometriosis ("endometriosis"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ cramping"), rash ("skin rash"), histamine level increased ("elevated histamine levels"), weight fluctuation ("weight fluctuation"), the first episode of arthralgia ("hip pain"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hot flush ("hot flashes"), abdominal distension ("bloating"), the second episode of arthralgia ("joint pain"), peripheral swelling ("leg swelling"), back pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), complication of device insertion ("broke essure in my uterus trying to get it in left fallopian tube"), hernia ("left flank hernia") and nerve injury ("permanent nerve damage"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014), surgery (unspecified surgery to remove every piece of essure) and surgery (full hysterectomy on (B)(6) 2016 due to back pain). Essure was removed on (B)(6) 2014. On (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, migraine, rash, histamine level increased, vaginal discharge, fatigue, weight fluctuation, anxiety, hyperhidrosis, hot flush, abdominal distension, the last episode of arthralgia, peripheral swelling, endometriosis, back pain, palpitations, blood pressure decreased, allergy to metals, vision blurred, constipation, nausea, hormone level abnormal, headache, visual impairment, hernia and nerve injury outcome was unknown, the device breakage, dysmenorrhoea, menorrhagia, abdominal pain lower, alopecia and complication of device insertion had resolved and the weight increased was resolving. The reporter provided no causality assessment for allergy to metals, back pain, blood pressure decreased, constipation, hyperhidrosis, nausea, palpitations, vaginal haemorrhage and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hernia, histamine level increased, hormone level abnormal, hot flush, menorrhagia, migraine, nerve injury, peripheral swelling, rash, thrombosis, vaginal discharge, visual impairment, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since plaintiff's removal surgery, symptoms have mostly resolved, though some remain. Despite her (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: small umbilical hernia containing fat (cont.), hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed, ultrasound abdomen - on (B)(6) 2014: there is a 4.6 cm cyst the right lobe of liver, ultrasound scan - on (B)(6) 2013: normal findings. Computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast (cont.) - on (B)(6) 2014: the liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Current weight 169.00 lbs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received:- reporter added, events added as:- vision/eye problem:- dots, abdominal wall pain, left flank hernia, permanent nerve damage, headache incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure had actually migrated and perforated the fallopian tube / protruding out of the fallopian tube"), genital haemorrhage ("abnormally heavy bleeding") and back pain ("back pain (constant)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, carpal tunnel release (*due to left hand carpal tunnel), meniscus injury in 2009, meniscus operation (* due to left knee meniscus tear) in 2010 and multiparous. Previously administered products included for painful periods: triphasic low estrogen bcp; for an unreported indication: oxycodone and gildess bcp. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced blood pressure decreased ("drops in blood pressure"), vision blurred ("blurred vision") and weight increased ("weight increased"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("skin rash"), histamine level increased ("elevated histamine levels"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), the first episode of arthralgia ("hip pain"), anxiety ("anxiety"), hot flush ("hot flashes"), abdominal distension ("bloating"), the second episode of arthralgia ("joint pain"), peripheral swelling ("leg swelling"), back pain (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating"), allergy to metals ("nickel allergy"), constipation ("constipation") and nausea ("nausea"). On an unknown date, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and palpitations ("heart palpitations"). The patient was treated with bilateral salpingectomy on (B)(6) 2014 and full hysterectomy on (B)(6) 2016 due to back pain). Essure was removed on (B)(6) 2014. On (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, migraine, rash, histamine level increased, vaginal discharge, fatigue, weight fluctuation, anxiety, hot flush, abdominal distension, the last episode of arthralgia, peripheral swelling, endometriosis, back pain, hyperhidrosis, palpitations, blood pressure decreased, allergy to metals, vision blurred, constipation, nausea and hormone level abnormal outcome was unknown, the dysmenorrhoea, menorrhagia and alopecia had resolved and the abdominal pain lower and weight increased was resolving. The reporter provided no causality assessment for allergy to metals, back pain, blood pressure decreased, constipation, hyperhidrosis, nausea, palpitations, vaginal haemorrhage and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, histamine level increased, hormone level abnormal, hot flush, menorrhagia, migraine, peripheral swelling, rash, vaginal discharge, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since plaintiff's removal surgery, symptoms have mostly resolved, though some remain. Despite her (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: small umbilical hernia containing fat (cont.) Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed ultrasound abdomen - on (B)(6) 2014: there is a 4.6 cm cyst the right lobe of liver ultrasound scan - on (B)(6) 2013: normal findings computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast (cont.) - on (B)(6) 2014: the liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Current weight 169.00 lbs most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet received: reporter and events (hormonal changes and weight gain) were added and events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure had actually migrated and perforated the fallopian tube / protruding out of the fallopian tube'), device breakage ('broke essure in uterus trying to get it in left fallopian tube'), back pain ('back pain (constant)'), thrombosis ('blood clots') and lipoma ('lipoma') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus operation in 2010, meniscus injury in 2009, anxiety, carpal tunnel release and multiparous. Previously administered products included for painful periods: triphasic low estrogen bcp; for an unreported indication: oxycodone and gildess bcp. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), palpitations ("heart palpitations"), vision blurred ("blurred vision"), constipation ("gastrointestinal or digestive system :constipation"), nausea ("nausea"), headache ("headache") and visual impairment ("dot vision") and was found to have blood pressure decreased ("drops in blood pressure") and weight increased ("weight increased"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and endometriosis ("endometriosis"). On (B)(6) 2016, the patient experienced nerve injury ("permanent nerve damage"). On (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), genital haemorrhage ("abnormally heavy bleeding"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ cramping"), rash ("skin rash"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain / joint pain"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hot flush ("hot flashes"), abdominal distension ("bloating"), peripheral swelling ("leg swelling"), allergy to metals ("nickel allergy"), complication of device insertion ("broke essure in my uterus trying to get it in left fallopian tube") and lumbar hernia ("left flank hernia") and was found to have histamine level increased ("elevated histamine levels") and lipoma (seriousness criterion medically significant). The patient was treated with surgery (removal of lipoma, bilateral salpingectomy on (B)(6) 2014, full hysterectomy on (B)(6) 2016 due to back pain and unspecifed surgery to remove every piece of essure). Essure was removed on (B)(6) 2014. On (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, back pain, genital haemorrhage, dyspareunia, migraine, rash, histamine level increased, vaginal discharge, fatigue, weight fluctuation, arthralgia, anxiety, hyperhidrosis, hot flush, abdominal distension, peripheral swelling, endometriosis, palpitations, blood pressure decreased, allergy to metals, vision blurred, constipation, nausea, hormone level abnormal, headache, visual impairment, lumbar hernia, nerve injury and lipoma outcome was unknown, the device breakage, dysmenorrhoea, menorrhagia, abdominal pain lower, alopecia and complication of device insertion had resolved and the weight increased was resolving. The reporter provided no causality assessment for allergy to metals, back pain, blood pressure decreased, constipation, hyperhidrosis, nausea, palpitations, vaginal haemorrhage and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, histamine level increased, hormone level abnormal, hot flush, lipoma, lumbar hernia, menorrhagia, migraine, nerve injury, peripheral swelling, rash, thrombosis, vaginal discharge, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: since plaintiff's removal surgery, symptoms have mostly resolved, though some remain. Despite her (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: results: small umbilical hernia containing fat (cont.). Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes confirmed. Ultrasound abdomen - on (B)(6) 2014: results: there is a 4.6 cm cyst the right lobe of liver. Ultrasound scan - on (B)(6) 2013: results: normal findings. Computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast (cont.) - on (B)(6) 2014: the liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/ enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Current weight 169.00 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: lipoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event lipoma added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure had actually migrated and perforated the fallopian tube / protruding out of the fallopian tube"), device breakage ("broke essure in uterus trying to get it in left fallopian tube"), thrombosis ("blood clots"), genital haemorrhage ("abnormally heavy bleeding") and back pain ("back pain (constant)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, carpal tunnel release (*due to left hand carpal tunnel), meniscus injury in 2009, meniscus operation (* due to left knee meniscus tear) in 2010 and multiparous. Previously administered products included for painful periods: triphasic low estrogen bcp; for an unreported indication: oxycodone and gildess bcp. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced blood pressure decreased ("drops in blood pressure"), vision blurred ("blurred vision") and weight increased ("weight increased"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("skin rash"), histamine level increased ("elevated histamine levels"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), the first episode of arthralgia ("hip pain"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hot flush ("hot flashes"), abdominal distension ("bloating"), the second episode of arthralgia ("joint pain"), peripheral swelling ("leg swelling"), back pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), constipation ("constipation"), nausea ("nausea") and complication of device insertion ("broke essure in my uterus trying to get it in left fallopian tube"). On an unknown date, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)" and palpitations ("heart palpitations"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014), surgery (unspecifed surgery to remove every piece of essure) and surgery (full hysterectomy on (B)(6) 2016 due to back pain). Essure was removed on (B)(6) 2014. On (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, migraine, rash, histamine level increased, vaginal discharge, fatigue, weight fluctuation, anxiety, hyperhidrosis, hot flush, abdominal distension, the last episode of arthralgia, peripheral swelling, endometriosis, back pain, palpitations, blood pressure decreased, allergy to metals, vision blurred, constipation, nausea and hormone level abnormal outcome was unknown, the device breakage, dysmenorrhoea, menorrhagia, alopecia and complication of device insertion had resolved and the abdominal pain lower and weight increased was resolving. The reporter provided no causality assessment for allergy to metals, back pain, blood pressure decreased, constipation, hyperhidrosis, nausea, palpitations, vaginal haemorrhage and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, histamine level increased, hormone level abnormal, hot flush, menorrhagia, migraine, peripheral swelling, rash, thrombosis, vaginal discharge, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since plaintiff's removal surgery, symptoms have mostly resolved, though some remain. Despite her on (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: small umbilical hernia containing fat (cont.) Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed ultrasound abdomen - on (B)(6) 2014: there is a 4.6 cm cyst the right lobe of liver ultrasound scan - on (B)(6) 2013: normal findings computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast (cont.) - on (B)(6) 2014: the liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Current weight 169.00 lbs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaints. On 21-aug-2018: upon routine quality monitoring activity, product problem field was selected. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure had actually migrated and perforated the fallopian tube / protruding out of the fallopian tube'), device breakage ('broke essure in uterus trying to get it in left fallopian tube'), back pain ('back pain (constant)'), thrombosis ('blood clots') and lipoma ('lipoma') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus operation (due to left knee meniscus tear) in 2010, meniscus injury (left knee meniscus tear) in 2009, anxiety, carpal tunnel release (due to left hand carpal tunnel) and multiparous. Previously administered products included for painful periods: triphasic low estrogen bcp; for an unreported indication: oxycodone and gildess bcp. Concurrent conditions included overweight and non-smoker. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), migraine ("migraines"), fatigue ("fatigue"), palpitations ("heart palpitations"), vision blurred ("blurred vision"), constipation ("gastrointestinal or digestive system :constipation"), nausea ("nausea") and visual impairment ("dot vision") and was found to have blood pressure decreased ("drops in blood pressure") and weight increased ("weight increased"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and endometriosis ("endometriosis"). On (B)(6) 2016, the patient experienced nerve injury ("permanent nerve damage"). On (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), genital haemorrhage ("abnormally heavy bleeding"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ cramping"), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), rash ("skin rash"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain / joint pain"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hot flush ("hot flashes"), peripheral swelling ("leg swelling"), complication of device insertion ("broke essure in my uterus trying to get it in left fallopian tube") and lumbar hernia ("left flank hernia") and was found to have histamine level increased ("elevated histamine levels") and lipoma (seriousness criterion medically significant). The patient was treated with surgery (removal of lipoma, bilateral salpingectomy on (B)(6) 2014, full hysterectomy on (B)(6) 2016 due to back pain and unspecifed surgery to remove every piece of essure). Essure was removed on (B)(6) 2014. On (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, back pain, genital haemorrhage, abdominal distension, dyspareunia, allergy to metals, rash, vaginal discharge, headache, migraine, histamine level increased, fatigue, weight fluctuation, arthralgia, anxiety, hyperhidrosis, hot flush, peripheral swelling, endometriosis, palpitations, blood pressure decreased, vision blurred, constipation, nausea, hormone level abnormal, visual impairment, lumbar hernia, nerve injury and lipoma outcome was unknown, the device breakage, abdominal pain lower, dysmenorrhoea, menorrhagia, alopecia and complication of device insertion had resolved and the weight increased was resolving. The reporter provided no causality assessment for allergy to metals, back pain, blood pressure decreased, constipation, hyperhidrosis, nausea, palpitations, vaginal haemorrhage and vision blurred with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, histamine level increased, hormone level abnormal, hot flush, lipoma, lumbar hernia, menorrhagia, migraine, nerve injury, peripheral swelling, rash, thrombosis, vaginal discharge, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain. Despite her (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Computerised tomogram - on (B)(6) 2014: computerised tomogram (CT scan) of the abdomen and pelvis with IV contrast: small umbilical hernia containing fat. The liver demonstrates moderate fatty changes. Right lobe cyst is seen. Area of varying attenuation/enhancement in the inferior posterior right kidney. Considerations include infection as well as possible underlying malignancy. Further evaluation with MRI with IV contrast should be considered. Current weight 169.00 lbs. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. Ultrasound abdomen - on (B)(6) 2014: 4.6 cm cyst the right lobe of liver. Ultrasound scan - on (B)(6) 2013: normal findings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: lipoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure had actually migrated and perforated the fallopian tube") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced endometriosis ("endometriosis"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("skin rash"), alopecia ("hair loss"), histamine level increased ("elevated histamine levels"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), the first episode of arthralgia ("hip pain"), anxiety ("anxiety"), hot flush ("hot flashes"), abdominal distension ("bloating"), the second episode of arthralgia ("joint pain") and peripheral swelling ("leg swelling"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, migraine, rash, alopecia, histamine level increased, vaginal discharge, fatigue, weight fluctuation, anxiety, hot flush, abdominal distension, the last episode of arthralgia, peripheral swelling and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, histamine level increased, hot flush, menorrhagia, migraine, peripheral swelling, rash, vaginal discharge, weight fluctuation, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since plaintiff's removal surgery, symptoms have mostly resolved, though some remain. Despite her (B)(6) 2014 essure removal surgery she continued to have pain, bloating and swelling in her legs. As a result of her continued pain and symptoms she underwent a hysterectomy and bilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes confirmed. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including left essure had actually migrated and perforated the fallopian tube; and abnormally heavy bleeding. The plaintiff had surgery to remove the essure implant one year after insertion((B)(6) 2014). Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, the exact date and the mechanism of the events are not known. The plaintiff underwent salpingectomy for device removal one year after insertion. Later, she also underwent hysterectomy and bilateral oophorectomy. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.